Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® k2e (edta) 10.8mg plus blood collection tube has been found experiencing molding defects after use. The following has been provided by the initial reporter: nbt pathology, transfusion lab has received a series of bent sample tubes over the last two days. Reason unknown, patient samples rejected due to query is the edta in the tubes affected and possible damaging instrument probes.

Event description:
It has been reported that the bd vacutainer® k2e (edta) 10.8mg plus blood collection tube has been found experiencing molding defects after use. The following has been provided by the initial reporter: nbt pathology, transfusion lab has received a series of bent sample tubes over the last two days. Reason unknown, patient samples rejected due to query is the edta in the tubes affected and possible damaging instrument probes.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.